Manufacturer narrative:
Per the facility, only two (2) screws were removed during the revision. All other hardware, including this device, were left implanted. Device was not received; therefore, no evaluation is anticipated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a fractured left distal femur and the patient was implanted with a retrograde femoral nail in her third left distal femur on (B)(6) 2015. On (B)(6) 2016, a dynamization surgery was performed on the patient due to a presented delayed union. The surgeon removed two locking screws from the patient and the retrograde femoral nail remains implanted. There were no surgical delays or allegations against the implanted devices reported. The patient is reportedly doing well. This is report 6 of 6 for (B)(4).